Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with pump reset information and assisted in resetting the pump, resolving the issue with no recurrence of the malfunction code.